Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause was determined to be a false empty detect and use error of inappropriately setting the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:48:32. During night drain cycle three, the patient's ultrafiltration reading was 1290ml, indicating the home patient (hp) drained 1290ml more than their maximum programmed fill volume of 2000ml. No additional information is available.